Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose reportedly reaching 700 mg/dl for several hours and associated with a lost cgm sensor and a suspected prior bent infusion set, culminating in diabetic ketoacidosis that required hospital care and insulin drip, after which the user resumed ilet use. Symptoms included diabetic ketoacidosis. Outcomes included emergency treatment and hospitalization with recovery and device therapy resumed. Investigation included a review of complaint details and user reports, with verification of reported event history. Investigation of this case revealed that the cause of the hyperglycemia was unclear, although contributing factors included a dislodged cgm and potential infusion set issues prior to admission. It was concluded that the event involved hyperglycemia with cause unclear and required medical intervention.